Event description:
The account stated the siderail would not latch on the bed.

Manufacturer narrative:
The technician found debris in the siderail latch mechanism causing it to stick. He cleaned and lubricated the siderail latch mechanism to repair the bed.